Event description:
It was reported that during routine device replacement, the lead exhibited high capture threshold. All other electrical parameters were normal. X-ray showed no anomalies. The rv output was programmed to minimum level and only the lv lead would be used for pacing. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.